Event description:
Endoleak type 1a: a tevar was performed for a residual aneurysm in the descending aorta as second stage treatment after artificial vessel replacement surgery. The plan was to implant two stent-grafts. The first stent-graft (relay nbs pro 34-200, straight) was implanted proximally just below the subclavian artery. The second stent-graft (relay nbs pro 40-200, straight) was implanted distally. After an unspecified period, an endoleak type 1a was observed from the proximally implanted stent-graft and an endoleak type 1b from the distally implanted stent-graft. An additional stent-graft (zenith alpha extension 42mm, cook medical) was implanted to overlap inside the distally placed relay nbs pro stent-graft, and the endoleak 1b was nearly resolved. As for the endoleak 1a, since the stent-graft had been implanted in the previously implanted artificial vessel, administration of heparin was discontinued, and the patient was kept under observation with expectation that the endoleak would resolve after a long period of time as the stent-graft fitted. Operation type: tevar blood loss: none ancillary devices used: zenith alpha extension 42mm (tc#(B)(4)) patient outcome - "harm to the patient health was not serious. The patient outcome is unknown."

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR- and device 2 is being reported under MDR-2247858-2023-00052. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Endoleak type 1a: a tevar was performed for a residual aneurysm in the descending aorta as second stage treatment after artificial vessel replacement surgery. The plan was to implant two stent-grafts. The first stent-graft (relay nbs pro 34-200, straight) was implanted proximally just below the subclavian artery. The second stent-graft (relay nbs pro 40-200, straight) was implanted distally. After an unspecified period, an endoleak type 1a was observed from the proximally implanted stent-graft and an endoleak type 1b from the distally implanted stent-graft. An additional stent-graft (zenith alpha extension 42mm, cook medical) was implanted to overlap inside the distally placed relay nbs pro stent-graft, and the endoleak 1b was nearly resolved. As for the endoleak 1a, since the stent-graft had been implanted in the previously implanted artificial vessel, administration of heparin was discontinued, and the patient was kept under observation with expectation that the endoleak would resolve after a long period of time as the stent-graft fitted. Operation type: tevar, blood loss: none, ancillary devices used: zenith alpha extension 42mm (tc#bm230102857). Patient outcome - "harm to the patient health was not serious. The patient outcome is unknown."

Manufacturer narrative:
This complaint was involved with two devices. Device 2 is being reported under MDR-2247858-2023-00052.